Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a heart catheterization, the right ventricular lead exhibited intermittent loss of capture and low impedance. The lead was capped and replaced during a routine pulse generator change out procedure. The patient was stable post procedure and would continue to be monitored.